Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they had experienced high blood glucose and the insulin pump received motor error. The customer¿s blood glucose level was 400 mg/dl. The customer that they had insulin was not delivered and received a motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind and displacement test. The customer was advised to monitor the pump and call back if alarm recurs. The insulin pump will not be returned for analysis.